Manufacturer narrative:
On 30 dec 2015 it was prepared a final report with the information already submitted in the initial report. On 30 dec 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 27 october 2015: lot 134734: (B)(4) items manufactured and released on 15 nov 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. Gmk primary tibial tray fixed cemented # 5 l code 02.07.1205l lot. 147038 (k090988): lot 147038: (B)(4) items manufactured and released on 08 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. Gmk primary tibial insert ps fixed # 5/10mm code 02.07.0510psf lot. 131866 (k090988): lot 131866: (B)(4) items manufactured and released on 09 july 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. On 23 october 2015 the medical affairs director commented the x-rays received: the root cause for this explant is an infection, according to report. Not available.

Event description:
Patient had a possible infection before the primary surgery on (B)(6) 2015. At the 3 month post-operative checkup the patient had no signs of infection. At the 6 month post-operative checkup ((B)(6) 2015) the patient was showing signs of an infection. The surgeon put in anti-biotic spacers on (B)(6) 2015. On (B)(6) 2015 the patient had medacta revision products implanted. Infection: staphylococcus epidermidis oxacillin resistant. X-rays are available. The explants are not available. We were notified of the complaint on (B)(6) 2015. We were not notified when the patient's implants were removed and replaced with an antibiotic spacer on (B)(6) 2015.